Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2011, abbott point of care was contacted by a customer regarding I-stat troponin cartridge that yielded discrepant result of 0.10 on a pt. On (B)(6) 2011, I-stat, time: 09:16, result: 0.10; I-stat, 09:27, 0.00 same draw; vista, 09:38, <0.02. Based on the info available at this the time, there were no injuries associated with this event.